Manufacturer narrative:
B4: (B)(6) 2021. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer's bio-med verified the blower was not spinning or operating. The pressure reading was 10 in service mode, there was no pressure coming out of the gas outlet, and it was determined that the blower assembly needed to be replaced to return the device to working condition. The customer's bio-med replaced the blower assembly to resolve the issue and bring the device back to functionality.

Event description:
It was reported to philips that the device was not ventilating while connected to the patient. The device was reported as being in use at the time of the event on a patient. There was no adverse patient impact reported.